Manufacturer narrative:
The t:slim x2 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms were received. The customer's blood glucose (bg) level was 194mg/dl. Reportedly, the customer uses apidra insulin in their cartridge and is aware that this is off label. The customer reverted to alternate therapy for insulin therapy therefore no troubleshooting to determined the possible cause of the occlusion could be performed.